Manufacturer narrative:
Block e1: initial reporter address 1 lot 6219 & 6220, (B)(6). Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy stone lithotripsy procedure performed on (B)(6) 2023. During the procedure, a zero tip basket was used in an attempt to remove a stone fragment. However, the basket was unable to release the stone. The physician dislodged the basket to remove the stone and the procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.